Manufacturer narrative:
Correction: the correct implantation date is (B)(6) 2010, not (B)(6) 2011, as previously reported. This report filed (B)(6) 2015.

Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement, however; the issue could not be resolved. The device was explanted on (B)(6) 2015. It is unknown if the patient was reimplanted with a new device as of the date of this report, (B)(6) 2015.